Event description:
Wound dehiscence occurred three days following a pfannenstiel incision caesarean. Suture was used to close the muscle layer. Apparently, the suture snapped cleanly in the middle of the incision. There was no evidence of fraying, however, the dr did not keep the suture. Reoperation for repair of the rectus sheath was necessary. The pt is doing well following reoperation.